Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was replaced because the ipg would not connect with the programmer following a surgical procedure. Reportedly, the ipg was set to surgery mode prior to the procedure, but at the end of the surgery, the patient programmer displayed "a problem was found with the generator contact technical support" message. Troubleshooting was attempted but the doctor proceeded to replace the ipg.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.